Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room following several inappropriate shocks for supraventricular tachycardia (svt). Tachycardia therapy was exhausted. Reviewed of stored device memory revealed showed that the episode was a gradual onset, sinus tachycardia with shock morphology that looked like the patient¿s typical morphology. The rhythm was initially detected in the vt-1 monitor only zone, then accelerated to the vt zone and became stable. Boston scientific technical services (ts) discussed therapy due to stable rhythm and discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.